Event description:
It was reported by pt that a staple from a mesh implant "came through her skin". It was also reported that x-rays showed that "the gun he used" malfunctioned. Four out of the eight staples used did not curl around the mesh.

Manufacturer narrative:
There has been no prod returned for evaluation. Therefore, no conclusion can be drawn.